Event description:
It was reported that the run/safe switch would not lock into either position during a routine equipment evaluation at the user facility, by a manufacturers' service technician. If the run/safe switch does not lock into either position, a potential exists for the device to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the run/safe switch of the universal handswitch would not lock into either position during a routine equipment evaluation at the user facility, by a manufacturer's service technician. If the run/safe switch does not lock into either position, a potential exists for the device to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Device not returned to manufacturer for investigation. Device not returned to manufacturer for investigation.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Not yet received.